Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. Revision surgery was performed and the rv lead was repositioned but the helix of the rv lead did not extend. The rv lead was explanted and replaced to resolve the event and the patient was stable following the procedure. There were no adverse consequences.

Manufacturer narrative:
The reported events were for inadequate capture, high capture, the inability to extend the helix, and the inability to remove the stylet. The reported event for the inability to extend the helix was confirmed. Visual inspection of the lead found a retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. The reported event for the inability to remove the wire was not confirmed. The inserted stylet was removed with no traction. The reported events for inadequate capture and high capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for the inability to extend the helix was due to an over torqued inner coil at the connector region.